Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced extensive adhesions of small intestine and bowel to the mesh, chronic infection of the mesh and pain. Treatment provided for these conditions include removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced dense adhesions of small intestine and bowel to the mesh, small seroma anterior to the mesh, infection of the mesh, and open wound. Treatment provided for these conditions include removal surgery, debridement of fascia with primary closure, wound vac, and bowel obstruction.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced dense adhesions of small intestine and bowel to the mesh, small seroma anterior to the mesh, purulent material, infection of the mesh, small bowel obstruction, cloudy urine, bilateral pleural effusions, volume overload, hematoma, subcutaneous edema, and open wound. Treatment provided for these conditions include removal surgery, debridement of fascia with primary closure, wound vac, and bowel obstruction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, small seroma anterior to the mesh, purulent material, infection of the mesh, small bowel obstruction, cloudy urine, bilateral pleural effusions, volume overload, hematoma, subcutaneous edema, open wound, bowel obstruction, and abdominal pain. Post-operative patient treatment included hernia repair with new mesh, mesh removal surgery, debridement of fascia with primary closure, and wound vac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, small seroma anterior to the mesh, purulent material, infection of the mesh, small bowel obstruction, cloudy urine, bilateral pleural effusions, volume overload, hematoma, subcutaneous edema, open wound, bowel obstruction, pain, seroma, fluid collection, and abdominal pain. Post-operative patient treatment included hernia repair with new mesh, mesh removal surgery, debridement of fascia with primary closure, and wound vac.